Event description:
The customer opened up a new 1104bt probe and zeroed it in usual way with the monitor but found that they could not get a reading so they tried a different monitor and cables. They could still not get a reading. The probe had been inserted and was monitoring for approximately 40 hours before it failed. The patient then had to have a new bolt inserted. It is unknown whether the patient incurred an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.